Manufacturer narrative:
The insulin pump was received no button response due to flattened up button dome switch. No unexpected numbers scrolling during testing. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window, missing end cap sticker and scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The insulin pump was received no button response due to flattened up button dome switch. No unexpected numbers scrolling during testing. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window, missing end cap sticker and scratched case.